Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was worried about bringing her recharger through airport security. She wanted to know the wattage and the airline said it had to be under 100 watts. Consultation with repair department indicated that the recharger wattage is 13 watt hours. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported since the patient had an MRI last week, her device no longer adjusts when she switches positions. The patient reported that the reason for her MRI was due to pain that isn't being covered on the left lumbar. The patient was walked through how to turn adaptive stim back on. The patient stated adaptive stim was back on and she was seeing the different positions, but it will not show the ¿sitting position.¿ it was reviewed that sitting is the same as upright position and the patient confirmed that she was seeing upright. The patient stated that now the programmer will not display the position she is in right away. It was reviewed that the patient programmer does not work ¿real time¿ so the patient will need to resync when she gets into a new position to view the position. It was reviewed that the ins will still be adjusting for the patient but that the patient will not be seeing this change ¿real time¿ on the patient programmer. The patient was redirected to their healthcare provider. No further complications were reported/anticipated. The indication for implant was spinal pain.